Manufacturer narrative:
The explanted inlay was returned to the manufacturer and subjected to visual microscopic inspection and dimensional analysis. The edge thickness and diameter were measured and found to be within specifications. The inlay was received in a dehydrated state and torn in 2 pieces with a dark residue observed on the surface. The dark residue came off once the inlay was rehydrated. These findings are consistent with findings for corneal inlays that have been explanted since surgical instruments are required to remove the device from the eye and place it in a storage container for transport. It should be noted that the device was not properly stored during transport and it was received in a non-hydrated state. The device history record review of the manufacturing lot for this device was performed and there were no discrepancies or unusual findings related to the reported issue. Corneal haze is listed in the device labeling as a known potential risk. (B)(4).

Event description:
The patient underwent uneventful implantation of the raindrop corneal inlay in the left eye on (B)(6) 2017. T he inlay was explanted on (B)(6) 2017 in order to address corneal haze. The surgeon reports the corneal haze is resolving. Additional information is being requested.